Event description:
Customer reported an over infusion of integrilin. Stated saline was infusing at 12 ml/hr on the pump module (intended rate for the integrilin) and the integrilin was infusing to gravity, off of the pump. Customer did not allege any malfunction with the pump module. The patient did not experience any ill effects from the over infusion of integrilin and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. No devices received, log review pending.